Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted corrective actions including removing the cartridge and delivering a bolus, but the issue persisted. Technical support assisted in reloading a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump and cartridge. The customer will use multiple daily injections as backup therapy to maintain continuous insulin delivery and was instructed to return the problematic pump to tandem.